Manufacturer narrative:
Received 1 silicone catheter for evaluation. The reported event was confirmed as cause unknown. Per the visual inspection, a cut/damage was found 1/32¿ (0.031¿) from the bifurcation area on the drainage lumen. Per the functional evaluation, the balloon was inflated with 12cc of air, using a syringe, and it was not deflated. Water was injected by the drainage lumen and leakage was noted by the cut below the bifurcation area on the drainage lumen. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that there was a break on the catheter during use on the patient. The device was replaced. Per sample receipt a crack was noted on the shaft of the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a break on the catheter during use on the patient. The device was replaced. Per sample receipt a crack was noted on the shaft of the catheter.